Event description:
Event description cpi received information that, upon device interrogation, this transvenous defibrillation lead was exhibiting increased shocking impedance, from 45 to 173 ohms, and this transvenous pace/sense lead was exhibiting decreased pacing impedance, from 670 to <200 ohms.